Event description:
It was reported that the balloon ruptured and had a pinhole. This ranger global dcb otw 6.0 x 200mm, 150cm was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the right superficial femoral artery (sfa) and was 99% stenosed, moderately tortuous, and severely calcified. The middle part of the balloon ruptured and had a pinhole which was noted during the first inflation at 5 atmospheres for 20 seconds. The device was able to be removed intact, the procedure was completed with a different ranger balloon, and there was no patient injury.